Event description:
It was reported the patient experienced a shocking or jolting sensation in the back and buttock. The patient has had this sensation with the stimulation off since the time of implant. The patient had fallen twice within two weeks after the initial implant surgery. The device was overdischarged, but was able to recharge. Impedance readings were high for the majority of leads. Revision surgery was scheduled for late 2008. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.